Event description:
On (B)(6), 2009, the patient underwent the first part of a staged procedure where open thoracic surgery was done and a dacron graft was implanted and anastomosed at the proximal end of the graft. On (B)(6), 2009, the patient underwent the second part of the staged procedure. The physician had difficulty inserting the gore introducer sheath with silicone pinch valve into the access site due to the patient's diseased artery. The patient was implanted with a gore tag thoracic endoprosthesis within the previously implanted dacron graft to seal the distal end. On (B)(6), 2010, the patient underwent a one month follow-up visit which revealed an infectious pseudoaneurysm at the access site. On (B)(6), 2010, the pseudoaneurysm was removed and patch plasty was used to repair the artery. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.